Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex sheath instruction for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: bleeding and vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient was undergoing endovascular treatment of a thoracic aortic aneurysm. A gore® dryseal flex introducer sheath was used for access. The access vessel diameter is not available. As the sheath was being inserted, considerable resistance was felt. Therefore, the sheath was removed and percutaneous transluminal angioplasty with non-gore balloon was performed from the right external iliac artery to the right common iliac artery and the sheath was reinserted. All stent graft were deployed successfully. It was reported that angiography was performed when the sheath was removed, and no rupture of the access vessel was identified. During the surgical incision closure, the patient¿s blood pressure gradually decreased. It was reported that a longer angiographic run revealed a rupture in the access vessel. A gore® viabahn® endoprosthesis was implanted to repair the rupture. Final angiography was performed confirming the bleeding had stopped. The sheath insertion site was also damaged, so it was surgically repaired. Reportedly, the physician believed that the cause of access vessel rapture was affected by hypocalcification. The patient tolerated the procedure. No transfusion was required.